Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and antibiotics were administered. The ICD system will not be replaced. No further patient complications have been reported as a result of this event.